Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 160 mg/dl. Customer was advised to remove the battery for 10 minutes and clean the battery cap contact. Customer was advised to insert a new aaa alkaline battery and the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we will send a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. No cosmetic damage noted during our physical inspection.